Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. Thirty five ncm of primary stability was not achieved. Patient presented bone type ii. Dehiscence and bone resorption were present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that two months after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. In addition, 35 ncm of primary stability was not achieved. Patient presented bone type ii. Dehiscence and bone resorption were present. There were no reported patient injuries or complications.